Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Incident date/time: 23 mar 2022, 0410 hours - 1200hours. Medication: esomeprazole. Rate: 20 ml/hr. Volume: 100ml. Nurse's description: 12pm found drug balance still left a lot. Extracted from the device log, new vtbi was set at 100ml on 4.11am. Infusion started at 4.12am with rate 20ml/h. New vtbi was set at 100ml on 7.18am. Infusion started at 20ml/h on 7.18am. Infusion was stopped on 12.04pm. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected.